Event description:
It was reported the patient had a bladder infection. It was stated it hurt where they put the device in and the doctor said it would take some time. It was still hurting at the time of report but not as badly as before. It was stated program 2 worked the best for the patient. Reportedly, the patient was also hurting in the middle of her back. It was noted the ¿devices seemed to quit working¿ and the caller thought it might be related to the bladder infection. The patient planned to go back to her healthcare provider on (B)(6) 2013.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# va050vf, implanted: (B)(6) 2013, product type: lead. (B)(4).